Event description:
During a coronary drug eluting stenting treatment procedure, the hypotube broke. In 2005 the severely calcified lesion was located in the left anterior descending artery. As the physician advanced the taxus express2 2.75 x 20 mm drug eluting stent toward the lesion, the proximal hypotube bent. The physician then attempted to straighten out the hypotube and it snapped. The procedure was completed using another of the same device. There were no reported patient complications.